Event description:
Internal carotid artery was occluded after 3 hour long "avm" case. Dr noticed that the liquid embolic agent was not exiting the tip of the micro catheter. The pt was reported not to have any clinical symptoms, however the left cartoid artery was occluded.